Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner package leaked, the issue was found before surgery.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that inner package leaked, the issue was found before surgery started by zimmer biomet staff.